Event description:
It was reported that during an unknown procedure, the device kept being activated without pressing the button after the device was activated with the min button. Another device was connected to the same handpiece and used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned in good condition. The device was tested with a generator and was functional; the device cut the test media and no continuous activations occurred during functional testing. The instrument was disassembled and nothing was found that could have instigated an activation issue. There were no anomalies noted with the functionality of the device. The reported incident could not be recreated nor confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.